Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus") and genital haemorrhage ("bleeding ") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2004, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: implanon from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced menorrhagia ("extreme menstruation cycles"), genital haemorrhage (seriousness criterion medically significant), joint injury ("knee injury"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and loss of employment ("essure caused problems leading to my absence and eventual termination of employment"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, genital haemorrhage, joint injury, mental disorder and loss of employment outcome was unknown. The reporter considered genital haemorrhage, joint injury, loss of employment, menorrhagia, mental disorder and uterine perforation to be related to essure. The reporter commented: approximate weight at the time of essure placement: (B)(6). Did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: yes (as written) condoms. From notice until hysterectomy (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation . Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. Case was medically confirmed. Historical conditions added. Therapy dates updated. Final report was ticked. Permanant injury was deleted as an event. New events added. Perforated uterus, severe and persistent pelvic pain/ pain, severe and persistent abdominal pain (stabbing, burning),extreme menstruation cycles, essure caused problems leading to my absence and eventual termination of employment, essure caused or aggravated any psychiatric and/or psychological condition, bleeding and knee injury."essure legal manufacture has changed from bayer healthcare,(B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (B)(6) 2004, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: implanon from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extreme menstruation cycles"), joint injury ("knee injury"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and loss of employment ("essure caused problems leading to my absence and eventual termination of employment"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, joint injury, mental disorder and loss of employment outcome was unknown and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, joint injury, loss of employment, menorrhagia, mental disorder and uterine perforation to be related to essure. The reporter commented: did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: yes (as written) condoms. From notice until hysterectomy (B)(6) 2014. No abdominal pain within 2 months of hysterectomy. Right side no spillage, left side free spillage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Event genital hemorrhage was recovered. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2004, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: implanon from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extreme menstruation cycles"), joint injury ("knee injury"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and loss of employment ("essure caused problems leading to my absence and eventual termination of employment"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, joint injury, mental disorder and loss of employment outcome was unknown and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, joint injury, loss of employment, menorrhagia, mental disorder and uterine perforation to be related to essure. The reporter commented: did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: yes (as written) condoms. From notice until hysterectomy (B)(6) 2014. No abdominal pain within 2 months of hysterectomy. Right side no spillage, left side free spillage, patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure confirmation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforated uterus") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. A34126) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (B)(6) 2004, (B)(6) 2008, (B)(6) 2012). Previously administered products included for an unreported indication: implanon from 2008 to 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extreme menstruation cycles"), joint injury ("knee injury"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition(s)") and loss of employment ("essure caused problems leading to my absence and eventual termination of employment"). The patient was treated with surgery (she underwent hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, joint injury, mental disorder and loss of employment outcome was unknown and the genital haemorrhage had resolved. The reporter considered genital haemorrhage, joint injury, loss of employment, menorrhagia, mental disorder and uterine perforation to be related to essure. The reporter commented: did you use birth control or contraception at any time following your essure placement procedure, whether at the advice of a physician or otherwise: yes (as written) condoms. From notice until hysterectomy (B)(6) 2014. No abdominal pain within 2 months of hysterectomy. Right side no spillage, left side free spillage, patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 25-nov-2013: essure confirmation. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical record received. Reporter added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.